Event description:
It was reported that the patient had a vf episode but the device did not delivery therapy. External defib was used several times to break the rhythm. The device was reinterrogated and several aborted episodes, due to possible output circuit damage were observed.

Manufacturer narrative:
All information provided by manufacturer.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.